Manufacturer narrative:
Clarification b3: partial date of event 2022 a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV.

Event description:
Healthcare professional reported left side "capsular contracture grade IV", "capsulitis per ultrasound". The device remains implanted. Treatment: medication contracture (lukast-montelukast 10), physiotherapy.